Manufacturer narrative:
Initial reporter's reporting institution phone number -(B)(6). Reporter phone number -(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a blank screen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) reported that while checking the device, it was determined that there was a problem with the air filter. After cleaning the air filter, the device was now in working condition and returned to use.